Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2010, the customer reported the internal paddles set did not work.